Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a blood glucose value of 308 mg/dl and unclear cause; the user had recently performed a supply change, used a 23-inch 6 mm infusion set, made meal announcements, and was guided to disconnect as for a shower, fill tubing until drops were seen, and reconnect, with instructions to replace all supplies if glucose did not decline and to avoid extra meal announcements that could affect algorithm performance. Symptoms included elevated blood glucose. Outcomes included no hospitalization and recovery in progress as levels began to decrease. Investigation included troubleshooting and user education, including infusion set and tubing priming steps and provision of training materials. Investigation of this case revealed no confirmed device malfunction, with potential contribution from infusion set or site performance and user interaction with meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.